Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and a denied response was received. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately 3.5 years post initial procedure, the patient was treated for a type iiia (iliac) endoleak, aneurysm sac enlargement, suprarenal stent movement, and endoleak at the bifurcated device by relining with an additional afx limb stent graft on (B)(6) 2018. Reference MFR. Report # 2031527-2018-00100 for the secondary intervention. Another three (3) years after re-intervention, a persistent aneurysm enlargement (unknown diameter) was detected by CT. However, the exact date of event is unknown. The physician will continue to monitor the patient. There have been no additional patient sequelae reported.